Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was examined. The tip was found fractured at an angle, likely attributed to a greater-than-expected torque being applied due to off-axis usage. A CAPA investigation has been completed for this malfunction and a design enhancement has been made to reduce the occurrence of this malfunction. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke off within a closure top during final tightening in surgery. The tip was removed so the patient did not retain a foreign body. There were no reports of patient injury associated with this event.